Event description:
It was reported that 7 inch mic ext set w/1.2mf was occluded. The following information was provided by the initial reporter: material no: 20129e batch no: unknown it was reported that the extension set occluded while in use.

Manufacturer narrative:
H6: investigation summary 1 sample was returned for investigation. An investigation was performed. Sample was connected to a bd syringe and attempted to flush water through the set. The customer complaint that the extension set occluded while in use could not be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: 1 sample was returned for investigation. An investigation was performed. Sample was connected to a bd syringe and attempted to flush water through the set. The customer complaint that the extension set occluded while in use could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause could not be determined because the failure was unable to be replicated. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that 7 inch mic ext set w/1.2mf was occluded. The following information was provided by the initial reporter: material no: 20129e, batch no: unknown. It was reported that the extension set occluded while in use.